Event description:
Plates and screws were implanted for sternal closure. X-rays confirmed two screws are not fully seated (backing out). Revision surgery has not been reported as occurring.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. It has not been reported that a revision surgery has been performed, at this time the screws in question are still implanted. Parts still implanted.